Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the wire loop on the tip of the peg tube broke in half. The tip of the peg was a couple inches outside the stoma site when it broke. The physician grabbed the tip with a hemostat to pull the tube completely through the stoma site. Nothing fell into the patient. The procedure was completed with completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)